Event description:
It was reported that a touchscreen on the customer's pump was cracked and shattered after being dropped, although the customer could still interact with it. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, with updated software, and provided instructions for returning the damaged pump. The customer was instructed on storage mode, pump settings programming, and connecting their cgm to the new pump, all of which were understood and acknowledged. Customer will continue to use current pump.